Manufacturer narrative:
According to the complainant the device will not be returned for investigation. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the patient's blood glucose level rose to 300 mg/dl while wearing the pod between 1 and 4 hours. When removed from the infusion site (leg), the pod's cannula was found bent. The patient reported pain at the infusion site. It was reported the pink slide insert did not move forward, despite the cannula deploying, indicating that there was a needle mechanism failure. As treatment the patient replaced the pod. The patient has discarded the pod.